Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Two 3163 leads were returned. Lead "a" was noted to have compression damage and was severely kinked with all wires broken; the lead failed continuity and resistivity tests. Lead "b" had compression damage and was severely kinked; this lead passed functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 6. Reference MFR reports: 1627487-2011-01006, 1627487-2011-01098, 1627487-2011-01099, 1627487-2011-01100 and 1627487-2011-01101.